Event description:
It was reported that the asymptomatic patient presented to the clinic and the atrial lead exhibited noise reversions and a drop in lead impedance. Upon opening the pocket, an insulation abrasion was noted. The lead was explanted and replaced. The patients condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found that the insulation was abraded at 21.4 cm from the connector pin. The outer coil was crushed at 21.4 cm to 22.8 cm from the connector pin. The damage sustained resulted from clavicular crush. This likely contributed to the reported electrical anomalies.